Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
UDI not available for this system at time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was damaged in a case. The clamp would not tighten down as the threads would not engage. There was a strand of metal that came off from the screw mechanism. The clamp worked fine until there was the slightest opposing pressure. It was reported that "even with quite a lot of downward pressure" the clamp wouldn't engage. The site switched to a single clamp and proceeded with the case. No patient impact was reported. No surgical delay was reported.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Event description:
There was a reported delay to the procedure of less than one hour due to this issue.